Event description:
User experiencing erratic results for approx one week. The following exampled were provided: patient initial total protein result 3.8 mg/dl, same sample repeated gave result of 5.1 mg/dl. Initial results were not reported. The field service rep repaired the instrument by makiing an adjustment to the alignment of the cuvette during reading.